Manufacturer narrative:
D10 concomitant product: unknown egia su, unknown endo gia sulu (lot#unknown) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but four photos were available for evaluation. Visual inspection noted four images of tissue and no medtronic devices or staples were visible in the images. A comprehensive examination could not be performed, because the returned sample was not received in a state that allowed full functional or visual assessment. It was reported that the deployed staples did not hold the tissue, the staple line opened up, a bowel leak was reported, the instrument was difficult to fire, and operating room time was extended by more than 30 minutes resulting from product failure. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open colorectal surgery, when making the transection using the open stapler, the surgeon noticed that the tissue was very thick and a 4.8mm green reload was used, after firing, the staples were deployed and transected. However, the staple line came apart and stool started spilling out. The stapler was hard to close and seal, and resistance was felt. After the stool spilled out, the surgeon tried to irrigate and clean as much as possible, but ultimately gave patient a temporary colostomy bag and put on antibiotics. Surgical time was extended for more than 30 minutes. After a week or so, the patient was brought back due to infection and another surgeon performed a procedure to try to clean out the infection and put on more antibiotics.